Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.

Event description:
Pt revised to address loosening between cement/implant mantle. Poly wear observed intraoperatively.